Event description:
Breast augmentation 11/30/87. Couple of months ago, pt noticed rt breast gradually got firm. Rt breast noted, on exam, to have a baker grade IV capsular contracture. With ultrasound and mammogram, right implant appeared to be ruptured.